Event description:
It was reported by service report that the bed would not lower all the way. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result and conclusion: bed limits needed to be reset.